Event description:
The customer received questionable results for ten patients when tested with magnesium (mg) on (B)(6) 2013, and calcium gen.2 (ca) on (B)(6) 2013. Of the results provided, 3 patients had erroneous mg results reported outside of the laboratory and 1 patient had erroneous ca results that were reported outside of the laboratory. The unit of measure for both assays is mg/dl. The customer indicated that qc was in range before and after the patients were tested on (B)(6) 2013 and was also in range before patients were tested on (B)(6) 2013. The customer had changed the probes on the instrument as part of troubleshooting, which was performed on (B)(6) 2013. Patient 1 had an initial mg result of 3.0, which was reported outside of the laboratory. The sample was repeated on another integra 400+ and generated a result of 1.6. The customer deemed the result of 1.6 to be correct and issued a corrected report. The sample was repeated again on this instrument and generated a result of 1.5. There was no adverse event. Patient 2 had an initial mg result of 3.5, which was reported outside of the laboratory. The sample was repeated on another integra 400+ and generated a result of 2.2. The customer deemed the result of 2.2 to be correct and issued a corrected report. The sample was repeated again on this instrument and generated a result of 2.0. There was no adverse event. Patient 3 had an initial mg result of 3.2, which was reported outside of the laboratory. The sample was repeated on another integra 400+ and generated a result of 2.1. The customer deemed the result of 2.1 to be correct and issued a corrected report. The sample was repeated again on this instrument and generated a result of 2.0. There was no adverse event. Patient 4 had an initial ca result of 11.2, accompanied by a data flag; which was reported outside of the laboratory. The sample was repeated on another integra 400+ and generated a repeat result of 9.1. The customer deemed the repeat result to be correct and issued a corrected report. There was no adverse event. The lot of mg reagent in use was 67848901, with an expiration date of 11/30/2014. The lot of ca reagent in use was 68339401, with an expiration date of 05/31/2014. The field service representative found a loose connection on the cleaner bottle. He found the instrument was not using cleaner and was causing carryover. He tightened and primed the cleaner. He also performed precision testing on both assays. The results of the precision were according to specification. The customer performed qc.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The field service representative indicated the the connection directly on top of the float switch was not tight. The investigation determined the loose tube connection was the most likely reason for the issue.